Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the ostium of the moderately calcified left main artery, pre-dilatation was performed using an unspecified balloon at unspecified atmospheres. A 3.25x8 rx xience xpedition stent system was advanced to the target lesion without resistance and stent deployment was performed. The stent system was withdrawn from the anatomy without resistance. Post-dilatation was performed twice (standard procedure) at 14 atmospheres and 15 atmospheres with an unspecified balloon. Angiogram revealed that an additional stent was necessary due to remaining stenosis (50%); therefore, the physician made the decision to deploy an additional stent. Angiography was performed and the physician could not visualize the xience xpedition stent. Intravascular ultrasound (ivus) was performed and the stent could not be seen. Cath lab staff checked the stent delivery system, cath lab table, cath lab floor and surrounding area, but the stent was not located. The location of the stent is unknown. A 3.0x8 boston promus element stent was deployed successfully covering the entire lesion successfully. There was no adverse patient sequela; however, there was a clinically significant delay in the procedure due to the device issue. Cath lab staff could not positively confirm that the stent was identified during device preparation; however, the stent was identified during the procedure via angiography during positioning of the stent system and deployment of the stent. No additional information was provided.